Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter was placed in a lumbar vein due to sheath falling into the lumbar vessel after dilator was removed. Another filter was placed and no harm to the patient was reported, but since no further information could be obtained, it is unknown if the misplaced filter was retrieved before placing the second filter. No product was returned and no imaging could be obtained. Therefore, based on the limited information provided the exact reason, why the sheath fell into the lumbar vein cannot be determined, but the instructions for use supplied with the complaint device specified how to perform diagnostic imaging to verify the position of the introducer sheath tip approx. 1cm caudal to the lowest renal vein, before removing the dilator and advancing the filter through the sheath. And furthermore, it specified how to advance the filter introducer to the tactile bump, as this would have placed the filter hook at the radiopaque band of the sheath and consequently the filter in the correct position before the sheath was withdrawn and the filter was released. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: cath lab supervisor. PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a suboptimal outcome regarding a filter placement. The physician placed the filter in a lumbar spinal vein/ bilateral plane close to the confluence due to the sheath falling into the lumbar vessel after dilator was removed. Patient outcome: patient is not complaining of pain and is doing fine. There was another filter placed in the ivc to facilitate a recurrent pulmunary embolism (pe).